Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pace impedance measurements, measuring greater than 2000 ohms. In addition, noise and oversensing with no pacing inhibition was observed. Technical services (ts) was consulted for troubleshooting and programming recommendations. The rv lead remains in service at this time. No adverse patient effects were reported.